Event description:
This is a spontaneous case report received from a consumer (via letter in which she holds bayer liable for the damage caused) in (B)(6) on 21-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012 for sterilization. After this treatment several physical complaints developed: intense menstruations, contraction like pains, intense itching, increasing hair growth in face and on legs, could feel the implants, weight increase, fluid retention, paleness, tiredness, painful legs, excessive sweating, heavy back pains before menstruation. Eventually it turned out that the left oviduct was perforated by the essure and the right essure was attached to the uterus wall. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Follow-up received on 11-nov-2016 quality safety evaluation - ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: an adult female consumer had essure (fallopian tube occlusion insert) inserted. It was found out that the left oviduct was perforated by the device and the right essure was found attached to the uterus wall. Essure device (xenobiotic material) was then removed. This case is potential legal. These events, seen as fallopian tube perforation and device embedment respectively, are anticipated according to the reference safety information for essure. The mechanism and circumstances of these events were not informed. However, considering their nature, causal relationship with essure device cannot be excluded. As device removal was required, this case is regarded as incident. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 09-dec-2016: after internal review, it was noticed that case should have been considered closed since 09-dec-2016. Company causality comment: an adult female consumer had essure (fallopian tube occlusion insert) inserted. It was found out that the left oviduct was perforated by the device and the right essure was found attached to the uterus wall. Essure device (xenobiotic material) was then removed. This case is potential legal. These events, seen as fallopian tube perforation and device embedment respectively, are anticipated according to the reference safety information for essure. The mechanism and circumstances of these events were not informed. However, considering their nature, causal relationship with essure device cannot be excluded. As device removal was required, this case is regarded as incident. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.